Event description:
It was reported that the sterile packed mica 2.5 hex drivers shattered inside patient while attempting to remove a screw. Two drivers broke and stripped the threads inside of screw head, a 3rd driver was used to advance a separate screw forward with no issues. The patient was booked for removal of hardware, hardware was unable to be removed and is still impinging upon soft tissues. Incision site was opened significantly and bone around implant was carved out in attempt to retrieve head with no success. Case lasted much longer than anticipated due to these issues.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the sterile packed mica 2.5 hex drivers shattered inside patient while attempting to remove a screw. Two drivers broke and stripped the threads inside of screw head, a 3rd driver was used to advance a separate screw forward with no issues. The patient was booked for removal of hardware, hardware was unable to be removed and is still impinging upon soft tissues. Incision site was opened significantly and bone around implant was carved out in attempt to retrieve head with no success. Case lasted much longer than anticipated due to these issues.